Event description:
It was reported that a patient presented remotely via merlin.net. The atrial lead exhibited noise over sensing resulted in inappropriate mode switch. No intervention or procedure was performed, the atrial lead will continue to be monitored. No patient condition was reported.